Manufacturer narrative:
(B)(6).

Event description:
User facility reported upon removing the administration set, the cannula had detached and become stuck in the patients abdomen. The patient required surgery to have the cannula cut out of the skin. The patient has since refused to wear the device. No patient injury was associated with the incident.